Event description:
Patient underwent a right hip revision procedure approximately six years post-implantation due to implant fracture.

Manufacturer narrative:
Concomitant medical products: 00999401945 femoral body - revision - nitrided - porous cementless 12/14 neck taper extended 46 mm neck offset 07882743, 00801803202 femoral head sterile product do not resterilize 12/14 taper 61660114, 00620205422 shell porous with cluster holes 54 mm 61544809, 00634105032 liner 7 mm offset 32 mm i.d. For use with 50/52/54 mm o.d. Shells 60871895. Reported event was confirmed by review of x-rays provided. An x-ray was taken and noted that the zmr stem was fractured at the most distal end of the zmr body. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.